Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6)2024, the patient was shoveling snow. He felt tired and stopped shoveling and went inside the house because he did not feel good. It was reported that he was trending low during this time and his cgm was around 60 mg/dl. He checked a finger stick and it was 30 mg/dl. His wife gave him cranberry juice and 45 grams of glucose tablets but he continued to go low. The patient sat down but noticed he wasn't making sense and he self-treated with gvoke. After fifteen minutes, the patient's blood sugar increased to over 100 mg/dl and he felt fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.